Manufacturer narrative:
After assisting the patient over the phone, it was determined that the issue with the device was due to the faulty columns, which are a known issue associated with this device. The columns are a disposable accessory and not subject to return. The patient has received new columns as replacements. Out of an abundance of caution, we are submitting this report regarding the columns.

Event description:
On (B)(6) 2025, the patient's husband called inogen to report that the patient's device g5 was producing low oxygen. Per the patient's husband he stated that the patient had gone to the hospital due to the incident. The patient is back home recovering and doing well.